Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 18ga 1.16in (1.3 x 30 mm) the catheter is defective. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: 18/aug/2022 customer provided additional information: I got more information. At the end of the procedure, the nurse pressed the needle retraction button, and it had the spring 'bounce'. Nothing was broken. I am sending you the attached information concerning a case of material vigilance dated (B)(6) 2022. This case concerns a "short green secure 18g 30mm" catheter (reference: 381844, lot number: 2129664). When the catheter was inserted, it bounced and the needle and spring came out completely. The needle could have injured the nurse, but in the end, there was no damage to either the patient or the nurse.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 18ga 1.16in (1.3 x 30 mm) the catheter is defective. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: 18/aug/2022 customer provided additional information: "I got more information. At the end of the procedure, the nurse pressed the needle retraction button, and it had the spring 'bounce'. Nothing was broken." I am sending you the attached information concerning a case of material vigilance dated 16/8/22. This case concerns a "short green secure 18g 30mm" catheter (reference: 381844, lot number: 2129664). When the catheter was inserted, it bounced and the needle and spring came out completely. The needle could have injured the nurse, but in the end, there was no damage to either the patient or the nurse.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photograph submitted for evaluation. Bd received one photo of a 18ga x 1.16in. Insyte autoguard unit from lot number 2129664. The provided photo only displays the top web. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.